Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00092 on 28-oct-2019. Additional information (07-nov-2019): siemens reviewed the investigation files provided by the region and determined there to be no indication of any reagent or sample level sense issue for the discordant result. Additionally, there was no indication of mechanical issues that would cause the discordant result. Based on the available information, the issue was fixed after the replacement of the dual resolution diluter (drd) but siemens cannot rule out pre-analytical factors. Pre-analytic variables can affect the quality of the sample and deviations from recommended best practices can lead to erroneous results. The calculated specificity for this customer with immulite 2000 xpi toxoplasma igg kit lot 446 is 99.9%. The specificity results from the 3 studies in the immulite 1000 toxoplasma quantitative igg instruction for use (IFU) (which includes the immulite 2000 toxoplasma quantitative igg claim as well) have 95% confidence limits ranging from 94.2% - 100%. Based on the information available, the immulite 2000 xpi toxoplasma quantitative igg kit lot 446 is performing as intended. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, false reactive toxoplasma quantitative igg (txp) result was obtained on a single patient sample on an immulite 2000 xpi instrument using txp kit lot 446. Siemens customer service engineer (cse) went onsite to perform the following actions. Water test, dual resolution diluter (drd) alignment, cleaning and adjustment of the centrifuge speed and servicing of the drd mechanical shaft with clearance. Additionally, a preventive and full mechanism exchange was performed along with an electrical adjustment and calibration. After changing the drd, the equipment did not produce any errors. Quality control (qc) and patient precision data testing was performed with acceptable results as the %cv was within calculated limits. The cause of the discordant, false reactive txp result is unknown. Siemens is investigating the issue. Mdrs 2432235-2019-00333 and 2432235-2019-00333_s1 were filed for the similar event.

Event description:
The customer contacted the siemens customer care center (ccc) to report that a discordant, false reactive toxoplasma quantitative igg (txp) result was obtained on a single patient sample on an immulite 2000 xpi instrument using txp kit lot 446. The discordant result was reported to the physician and questioned. Repeat testing was performed at another laboratory with a different sample from same patient on an immulite 2000 xpi instrument using txp kit lot 447, resulting non-reactive and as expected, and in line with a previous result of <5.0 iu/ml from april-2019. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely reactive txp result.